Event description:
When mixing the acid mix (granuflo) on (B)(6) 012, it was noticed that the mixture was discolored. That mix was dumped and the next mix with same lot number was mixed. That was discolored also. That batch was dumped too. There were 2 mixes on (B)(6) 2012 with that same lot number that were transferred to acid holding tank for pt use. There was no mention of those mixes being discolored. Received one lot #12nxgf015 and had same issue. Also when filters were changed, filters were noted to be black in color. Concern for pts.